Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device jammed at the first firing and the clip came out malformed. The second device the first clip fired then the second clip came out malformed. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 419 mg/dl and 180 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.